Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump tube clamp mechanism was broken. No other details regarding the nature of the event were provided. There was no reported adverse consequence to a patient as a result of this event.